Event description:
I used the clear care triple action contact cleaning solution that I received from my eye doctor. After reading and rereading the instructions of use, I used the solution and waited the allotted time needed for cleaning before I put my contacts back in. I slept in them. This is very common of me. However, the next day I woke up with a severely puffy face. Eventually, the swelling went down. I have not used the product since that one time. Diagnosis or reason for use: cleaning contacts. Event abated after use stopped or dose reduce: yes.